Event description:
The pt reported that the 'up' button has been sticking following button presses. When attempting to enter a bolus, the sticking 'up' button caused the bolus amount to increase to the maximum bolus amount. The 'down' button only responds intermittently and requires multiple presses to elicit a response. The 'ok' button is not responding when the 'up' button is stuck. All buttons are flat when pressed and do not spring back. The reporter denies visible damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad was swollen. Additionally, all keys were intermittently responding and required excessive force to activate. The keypad was removed and the "up/ok" key contacts were observed to be misaligned. There was also evidence of keypad adhesive found under all key contacts.